Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the head spring section is broke where the motor attaches.